Event description:
It was reported that a patient underwent a robot assisted osteotomy, correction, bone graft fusion, and internal fixation procedure on (B)(6) 2026 was performed for scoliosis posterior approach. And absorbable hemostat was used. Hemostatic gauze and fluid gelatin were used to reduce bleeding during the surgery. The surgery went smoothly and the patient was discharged. Nine days after surgery, the patient was admitted to the hospital due to postoperative wound infection. On the fifth day after admission, the wound was cultured for bacteria and found to be infected with escherichia coli. The patient received surgery again, which was a debridement. After 42 days in the hospital, the patient was given high-grade sensitive antiinfective drugs, and the wound was regularly sutured and disinfected. Currently, the patient's wound is gradually improving, and after discharge, the wound dressing treatment will continue. Additional information was requested

Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 6. What was the intended use of the surgiflo? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. Where was the surgiflo used (on what tissue)? 9. How much surgicel was used during the procedure? 10. How much surgiflo was used during the procedure? 11. Was the surgicel product left in place? Was the excess removed? 12. Was the surgiflo product left in place? Was the excess removed? 13. What is physician¿s opinion as to the cause of this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 15. Was there an alleged deficiency of the surgiflo that contributed to the patient¿s post-operative event? 16. What is the patient¿s current status? 17. Were both product used in the same surgical site or different surgical sites? 18. What is the users experience w/ surgicel and other hemostatic agents? 19. What is the users experience w/ surgiflo and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint: (B)(4). Additional information: h10. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.